Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found that the force bipolar instrument had a segment of the conductor wire sticking out from the distal end. A loop of wire was sticking out such that the wire protruded above the outer surface of the distal end assembly. As a result, the grip tips were unable to fully open. The root cause of this failure was attributed to a component failure. An additional observation that was not reported by the site that was related to the primary failure was identified. The instrument was found to have damage to the conductor wire¿s insulation at the distal end of the instrument. The conductor wire was exposed as a result. The root cause of this failure is attributed to a component failure. A site history complaint review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. A review of the logs for system (B)(4) for the reported procedure date of (B)(6) 2021 was performed. Review of the logs confirmed the first force bipolar instrument (pn 471405-06; lot/serial# (B)(4)) was installed and used during this case and had 11 uses remaining after this last usage. This force bipolar instrument was exchanged out for another force bipolar instrument. This last usage of the device per the log review matches the reported event date and was not used after the date of the reported event. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: the expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was initially reported that during a da vinci-assisted ventral hernia surgical procedure, the joint of force bipolar instrument was not aligned and it appeared to be broken or that a wire slipped. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator who assisted in the procedure and obtained the following information: it was reported that during da vinci-assisted ventral hernia surgical procedure on (B)(6) 2021, the physician observed that the ¿joint¿ of the force bipolar instrument was misaligned and was caught on the fascia. The instrument and trocar were removed simultaneously to release the fascia. The case was completed robotically with a backup force bipolar instrument. In addition, a loose wire was observed on the instrument, however, the robotic coordinator could not confirm the color of the loose wire. The robotic coordinator confirmed there was no patient injury or any medical intervention rendered to the patient as a result of the fascia being caught on the on the first force bipolar instrument.